Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charged and will boot was performed and failed due to it will not turn on. Perform internal visual inspection and failed due to defective usb connector. Pictures were taken. The log was not downloaded due to receiver will not turn on and data was not reviewed. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.